Event description:
It was reported that the patient was concerned their medication 'was not continuously getting to where it needs to.' The patient's spasticity and relief were noted to have fluctuated randomly day-to-day, and their symptoms were noted to vary significantly. The patient experienced nausea after their settings were changed. A dye study was planned to troubleshoot issues with the system. The medication used within the system was lioresal. Additional information was requested but not available at the time of this submission. A follow-up report will be submitted if further information is received. Please refer to manufacturing report #3007566237-2012-01339 for patency issues experienced with a prior catheter that was replaced in (B)(6) 2012.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).